Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred; blood glucose (bg) was 240 mg/dl. The next morning bg was 311 mg/dl. The infusion set was changed and an insulin injection was administered to address bg. Occlusion was resolved.